Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. H3 other text : device not returned to the manufacturer.

Event description:
It was reported by counsel that patient underwent left tha on (B)(6) 2012 and was implanted with an lfit v40 femoral head and accolade tmzf hip stem. The patient was informed that there was a recall on her implants and metal ion testing showed elevation. Her left hip was revised on (B)(6) 2022.